Event description:
The complainant reported that an impella 5.5 device was displaying abnormal placement signal numbers and waveforms during patient support. No alarms were triggered, and the motor current remained within expected parameters. Additionally, no changes in device flow were observed. The medical team was advised that the placement signal sensor may be failing. They continued to monitor the motor current and the patient¿s hemodynamic status for any signs of device-related issues. No signs or symptoms of patient injury were reported, and no harm was associated with the event. At the time of this report, the patient continues to be supported by the impella 5.5.

Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B1 and b2: corrected reportability to serious injury and product problem. D6b: added explant date. H1: corrected reportability. H6: added code f2302 and e0506. Omitted e2403 and f26. Clinical review/rationale: an impella 5.5 was inserted via the axillary artery graft site to support the 73 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. Prior to the pump placement the patient was supported by inotropes, vasopressors, and a vent for respiratory needs. No other medical history or comorbidities were shared. On the 4th day of the support the team had lost placement signal. The low and motor current remained but, the signal was failing. The signal loss did not prompt any intervention or pump explant. On the 12th day of the support the team observed the patient to be suffering from a gastrointestinal bleed and they infused blood products. The pump remained on until support was weaned and explanted on day 22. The patient survived the support which had exceeded the pump's indication for use timeline. The placement signal loss will be reported however there was no consequence to the patient and support. Anticoagulation necessary for the pump placement and support can contribute to bleeding.